Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) comes out without being caught in the inner lumen. The deploy button and sheath adapter are in their initial state, and the pga remains the same. Manual compression is performed after removing the product. There was no reported patient injury. Additional information was requested but not provided. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into an unknown csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the clogged device with dried blood residues. Attempts to clean the device were performed using hydrogen peroxide and an ultrasonic bath, however unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No microscopic analysis is needed, as the indicator wire loop showed no issues during visual inspection. The reported event by the customer as ¿indicator wire ¿ damaged loop¿ was not confirmed since the loop was observed with no anomalies nor damages. The change to the indicator was tested, the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) comes out without being caught in the inner lumen. The deploy button and sheath adapter are in their initial state, and the pga remains the same. Manual compression is performed after removing the product. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.